Event description:
It was reported that at the beginning of the photo-selective vaporization procedure, the fiber broke. The procedure was completed using a new fiber. There were no patient complications.